Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated, and the reported difficulties appear to be due to case circumstances. The single leaflet device attachment (slda) was a result of the leaflet damage. Per physician, the leaflet damage resulting in slda was due to poor leaflet quality. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully, reducing mr to 2. A second cds was advanced to further reduce mr. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 3 and tissue damage was noted with the anterior leaflet. The patient is stable and will be considered for surgery. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.